Event description:
A pharmacist reported the knives have not cut well for the past two weeks. The knives did not make a "montage cut". They used another knife to perform the case. There was no pt harm reported.

Manufacturer narrative:
All knives are 100% inspected by trained operator's using a minimum of 10x magnification during manufacturing. Any defects such as damaged tips and dull cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).